Event description:
It was reported that the product heated up during a procedure. There were no injuries to the pt or user, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was discovered on the motor, rotor, and press plug. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.